Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to shock impedance was climbing up. It was replaced with a different lead. No additional adverse patient effects were reported.